Manufacturer narrative:
Philips service replaced the collimator and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the collimator shutters failed, possibly causing exposure outside the detection area on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.